Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on 08/06/2014. An analysis was performed on the returned handheld and it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Analysis of the flashcard was completed on 08/06/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician¿s handheld was freezing during interrogation. A company representative performed troubleshooting and hard resets did not resolve the freezing screen. A new programming computer was provided to the physician. The handheld was received for analysis. Analysis is underway, but has not been completed to date.